Event description:
It was reported that patient presented for routine generator change procedure. During procedure externalized conductors were noted patient's right ventricular (rv) lead. No intervention was performed. The patient was stable.

Event description:
New information received notes that the lead exhibited inappropriate mode switch due to far r oversensing. The lead was capped and replaced on (B)(6) 2024. The patient was stable.

Event description:
New information received notes that the lead exhibited noise oversensing.